Event description:
Had implants placed in 1972 for augmentation mammaplasty. Has had capsular contractures since about one year after insertion. Now wants them removed. During surgery implants were found to be intact. However, in manually manipulating these, the surgeon punctured both implants and extracted all silicone in one large globule. There were patches on the back of these implants and it was fairly difficult to remove these. Both implants were completed removed. No replacements were inserted.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.